Event description:
It was reported the pt ((B)(6)) suddenly lost stimulation. Surgical intervention was undertaken to address this issue and a break of the extension was observed. Intraoperative testing confirmed an extension problem when testing the device independently of the lead. The pt's extension was replaced thereby resolving the issue.

Manufacturer narrative:
Results: complaint about "invalid impedence" was confirmed; as received, the 3383 single extension lead was visually examined under the microscope and broken wires were observed in the extension header. As there was no breach of the outer tubing of the lead this damage is consistent with an overstress condition while the lead was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.